Manufacturer narrative:
Attempts were made to gather additional information regarding this event, but none was obtained. This record will be updated if additional information becomes available.

Event description:
It was reported that there was difficulty interrogating this implanted device with a programmer. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Evidence reasonably suggests that the implantable cardioverter defibrillator (ICD) remains in service.